Event description:
Soring group received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin service representative replaced the touch screen due to a puncture in the surface of the display. The unit was tested and all functions worked property. The clinician was satisfied with the repair and returned the unit to service. No further reports have been received since this action. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.